Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) it was noted that the associated competitor left ventricular (lv) lead threshold spiked, and was high, as a result the crt-d exhibited unexpected premature battery depletion. The crt-d settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.